Event description:
Patient contacted dexcom technical support (B)(6) 2013 to report a rash which covers the entire area under the sensor. The patient reported that she visited her endocrinologist on (B)(6) 2013. The patient¿s endocrinologist did not provide treatment and indicated that the patient should stop using the dexcom device. The patient¿s skin rash has previously been reported to dexcom technical support, but the patient continues to use the dexcom device against medical advice. At the time of this report, the patient indicated that the rash on her abdomen was still healing.